Event description:
It was reported that ro markerband protruded from the sheath. A 12x40x75 epic self expanding stent was selected for treatment for a lesion located in the in the iliac artery. However, during preparation outside of the patient body, it was noted that the distal markerband was protruding out of the sheath during wire loading. The procedure was completed with another of the same device. There were no patient complications reported and the patient was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an epic self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed that the stent is partially deployed 1mm from the sheath. Microscopic examination revealed no additional damages. The lock for the rack is missing. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found no damage to the device but did find that the stent is partially deployed.

Event description:
It was reported that ro markerband protruded from the sheath. A 12x40x75 epic self expanding stent was selected for treatment for a lesion located in the in the iliac artery. However, during preparation outside of the patient body, it was noted that the distal markerband was protruding out of the sheath during wire loading. The procedure was completed with another of the same device. There were no patient complications reported and the patient was good.